Event description:
It was reported during a scheduled replacement due to eri, the sc (sutureless) connector and there was no flow of cerebrospinal fluid (csf). The hcp trimmed off 8 cm of the catheter and there was still no flow of csf. They went midline and cut the catheter with 18 cm remaining and the csf was flowing freely. The catheter was sutured back down and connected to a new sc connector and connected to the pump. The hcp felt the therapy was working and maintained the same dose. The patient had no complaints and everything appeared to have been working before the procedure. They thought the catheter must have been partially occluded. The pump was used to deliver baclofen it was further reported the location of the issue was "likely: the distal segment. Pulling back catheter allowed csf to flow, there was likely scarring at catheter tip. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type accessory. (B)(4).

Manufacturer narrative:
Concomitant medical products: product type: catheter, serial number (B)(4) no longer applies and has been replaced with: product type: catheter, product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014. Analysis of the pump found no anomaly. Analysis of the catheter (s/n (B)(4)) found no significant anomaly, the catheter was returned in segments.